Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the their insulin pump was giving them an alert indicating their bolus was not delivered. The customer did not provide their blood glucose value at the time of the incident. The customer reported that they were able to clear the alarm, however it would continue to recur. Troubleshooting was performed and did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and the displacement test. Programmed several bolus deliveries and did not initiate the deliver bolus selection. The bolus not delivered alert activated at 30 seconds of keypad inactivity properly each attempt. Programmed several bolus deliveries and initiated the deliver bolus selection. All boluses delivered properly each attempt. The bolus not delivered alert is working properly and no delivery anomalies noted during testing.